Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending (lad) artery. A 4.00x12mm promus premier¿ stent was advanced to treat the lesion, however, the stent came off the balloon of the stent delivery system. The physician retrieved the device from the patient and the procedure was completed with another 4.00x12mm promus premier¿ stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).